Event description:
Medtronic received information regarding a thermal therapy system being used in a soft tissue ablation (neuro) procedure. It was reported that the 10mm diffusion tip was and out of box failure due to the tube leaking and they had to swap it for a new one. There was no delay to the case. No impact on patient outcome. Additional information was received stating that the tubing right at the peristaltic housing was leaking. The laser diffusing fiber (ldf) had no issues.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: ne urokit-400-t10, serial/lot #: (B)(4). The tubing was returned to the manufacture for evaluation. After visual/physical examination the reported issue was not confirmed. Not able to confirm the reported leaks with a visual examination. If information is provided in the future, a supplemental report will be issued.